Manufacturer narrative:
Batch review performed on 14 november 2019. Lot 173819: 25 items manufactured and released on 27-sep-2017. Expiration date: 2022-09-05. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of anterior knee pain and instability. The surgeon resurfaced the patella, and revised the sphere insert flex right 12mm s5 to a sphere insert flex right 14mm s5 for more stability, 1 year 9 months and a half after previous surgery. The surgery was completed successfully.